Event description:
Reportedly, when the needle was being passed, the needle fell off in the cavity. The instrument was reloaded and the same thing occurred. The patient was x-rayed intraoperatively, needles were located but it was decided by the surgical staff to leave both needles in the cavity as they were in fascia. Procedure type: lap. Gastric banding.